Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that they experienced high blood glucose. The customer's friend reported that they received a no delivery alarm during priming. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's friend stated that they treated the high blood glucose with manual injection. The customer's friend stated that they were unable to insulin through the tubing during plunger push. The insulin pump will be returned for analysis.